Event description:
Note: the date of event is unk. It was reported to boston scientific corp on may 11, 2007, that during a follow-up endoscopic retrograde cholangiopancreatography performed three to six months after the placement of a plastic biliary stent ( pt age and gender unk), " it was discovered that the plastic biliary stent had migrated from the common bile duct into the small colon". " the pt passed the stent" naturally. No pt complications were reported.

Manufacturer narrative:
The lot number of the device used is unk: consequently, the expiration date of the device is unk. The lot number of the device is unk; consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review could not be conducted as the product number and the lot number are unk. The april 2007 15- month gi stents (plastic) and rx biliary complaint trend reports, inclusive of all failure modes, were reviewed; no adverse trends were noted.